Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy pd effluent. On an unreported date, the patient disconnected himself from the pd cycler and ¿forgot to put on a cap on¿, (minicap on transfer set). On an unreported date, after disconnecting from his homechoice (hc) device and capping off, the patient fell down the stairs at home. As a result of the fall, the patient was treated with an unknown pain medication, which made him disoriented. Within a day or two after beginning the pain medication, the patient¿s wife stated she noticed that the patient did not have a minicap on his transfer set. Subsequently, the patient experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with vancomycin, ip (intraperitoneally) for ten days. One day prior to the receipt of this report, the patient experienced a relapse of the peritonitis manifested by cloudy pd effluent. On the same day, the patient was hospitalized for the event. On the same day, the patient received treatment for the peritonitis with vancomycin, ip, and ceftazidime, ip. Two days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was retrained in proper aseptic technique. Fifteen days after being discharged from the hospital, pd therapy was discontinued and the patient was started on in-center hemodialysis. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined the cause of death was cardiac arrest (previously reported as unknown). The type of reportable event has been corrected to serious injury the patient was recovered from the peritonitis event. Forty days prior to death, it was reported that peritoneal dialysis therapy was discontinued. The patient was placed on hemodialysis therapy until the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that on an unknown date, the patient passed away due to an unknown cause. It was not reported if the patient was performing peritoneal dialysis therapy or whether the patient remained on in-center hemodialysis at the time of death. It was not reported if the patient recovered from the previously reported peritonitis event. It was not reported whether an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.